Event description:
It was reported that caller experienced damage to tandem charging cable and charging supplies were no longer functional, which created concern about potential pump shutdown. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections if pump shut down, and technical support arranged replacement charging supplies to be shipped within two days.